Event description:
During a remote follow-up, r-wave amplitude variation and myopotential oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of myopotential oversensing and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in three pieces with the helix extended and clogged blood/tissue. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event(s): visual examination of the lead found two external insulation abrasions breaching the optim sheath with intact silicone insulation beneath at proximal region. The cause of external insulation abrasion is consistent with friction to device can.